Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported a simulation issue with the device; it was clarified that this was an issue related to the device pacing function. This event will be reported as a serious injury as a delay in therapy was reported.

Event description:
A patient arrived in the emergency department (ed) being actively paced with a non-philips defibrillator. When the ed wanted to transfer the patient onto their philips mrx defibrillator to continue pacing, they realized that the pacing option was not present on their defibrillator and therefore did not place the patient on the philips device. There was no patient harm as pacing continued with the other device.

Manufacturer narrative:
This complaint has been updated from serious injury to non adverse event . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.